Event description:
According to the reporter, during procedure, the small bite of tissue was not getting sealed even after surgeon takes tissues in the jaw more than fifty percent of the jaw length only seal can occur when surgeon takes full bite of the tissue in the jaw. Activation and end tone was heard. The vessel was fully transected and bleeding was observed directly ligasure. The seal was adequate but bleeds after cutting. Device was connected to the generator and replaced with another device and it worked fine.

Manufacturer narrative:
D10 concomitant product: lf1937 - jaw lap lf1937 ligasure maryland 37cm, lot# unknown, vlls10gen - vlls10gen ls series vessel sealing gen, serial# unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted arcing on the seal plate, and the jaw dots were flattened. It was reported that the device partially sealed. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: this product is designed as a single use device. It has only been evaluated in testing to simulate single-use conditions. Subjecting the product to reprocessing or multiple uses could potentially affect the structure and components which could affect the function of the device. Contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc) may increase current flow and may result in unintended surgical effects such as an effect at an unintended site or insufficient energy deposition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparotomy and circumcision procedure, the small bite of not think tissue generally was not getting sealed even after surgeon takes tissues in the jaw more than fifty percent of the jaw length only seal can occur when surgeon takes full bite of the tissue in the jaw and omentum, and penile tissue subsequently was getting sealed. Activation and end tone was heard. The vessel was fully transected and bleeding was observed directly ligasure. The seal was adequate but bleeds after cutting. The jaws was cleaned regularly interval after eschar buildup. Device was connected to the generator and replaced with another device and it worked fine.